Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm volux¿ xc. Sometime later, the patient experienced ¿a complication with volux.¿ hcp is not sure if it¿s a granuloma or placement too superficial but they dissolved the product and said it was a hard ball and seemed to be more product than they placed in the jawline. Symptoms status is unknown.